Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was believed that the ipg was at an angle and was implanted too deep. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.